Event description:
It was reported that on an unspecified date at midnight, the patient obtained a blood glucose reading of 194 mg/dl and took a bolus dose of insulin. The patient experienced the symptom of "feeling his blood glucose level dropping" and passed out. The patient revived at 5:26 am and tested his blood glucose level to be 59 mg/dl. The patient administered self-treatment with food, and his blood glucose level rose to 118 mg/dl an hour later. He did not seek any medical attention. The patient noted he has hypoglycemia unawareness and passes out frequently. Troubleshooting revealed no issues with the infusion set or infusion site, all pump programming and settings were correct, the date/time were correct and the total basal/bolus doses given correctly matched those programmed. It was also revealed the patient had only one target value of 110 mg/dl set for the entire 24 hour period. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's target settings in the pump may have not been appropriate for the entire 24-hour day. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the complaint had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The serial number reported on the original submission was incorrect. The correct serial number for this report is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.